Event description:
It was reported that the lead dislodgement was observed. The lead was explanted and replaced when lead repositioning was unsuccessful. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.